Event description:
Customer complains dialyzer blood leak. Dialyzer blood leak noted at initiation of treatment. Patient's blood returned. Only trace blood loss. No pt injury, no medical intervention.